Event description:
It was reported that upon the pt having an MRI, the device stalled. The event logs confirmed a motor stall and motor stall recovery. No length of time between the stall and recovery were reported. No symptoms or outcomes were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.